Event description:
Customer alleges scooter stopped dead and she fell out.

Manufacturer narrative:
The device is not available for evaluation at this time. A follow-up report will be issued should more information or the device become available for evaluation.

Manufacturer narrative:
The device was evaluated at pride. Although the device was poorly maintained, there was no evidence of the device stopping suddenly. The nature of the complaint is unknown.

Event description:
Customer alleges scooter stopped dead and she fell out.